Event description:
It was reported that approximately 1.5 to 2 years ago, an unspecified xience stent was implanted in the left anterior descending (lad) coronary artery. The patient recently (date unspecified) presented with ventricular fibrillation and thrombosis (confirmed via optical coherence tomography) in the stent and the lad segment which caused ischemia and a myocardial infarction. The patient then experienced cardiac arrest and was treated with an automatic external defibrillator (AED), resolving the ventricular fibrillation; the patient then recuperated/recovered from cardiac arrest. The patient was treated via deployment of a xience xpedition stent, restoring blood flow. The patient had been taking 162mg/day aspirin and 75mg/day prazaxa, but not plavix. The patient was discharged at the end of 2013. No additional information was provided.

Event description:
Subsequent to the initial report, additional reported information indicates that the physician who performed the percutaneous coronary intervention commented that the stent which appeared to be a xience stent on angiography had been implanted in the left anterior descending artery (lad). However, it is unknown if it was a xience prime or xience v and it is possible that the stent was not a xience stent at all and there is no way to confirm. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of cardiac arrest, ischemia, myocardial infarction, thrombosis, and ventricular fibrillation are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided.